Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed proximal stent damage. A strut at the proximal end of the stent was raised. A strut at the proximal end of the stent was raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The procedure treated the 75% stenosed target lesion located in the severely calcified and severely tortuous right coronary artery. Treatment utilized pre-dilation and advanced a 3.5x16mm promus element stent to the target lesion, but could not cross the lesion. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient's status is stable. However, the analysis of the returned device revealed stent damage. This product is only (B)(4) approved but it is similar to an approved us device.